Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the patient complained of high rates. The device was interrogated and found to be in ddd mode and was pacing around 105 bpm but it was programmed at a rate 70 bpm. The physician reprogrammed the device and temporarily programmed the device to 40 bmp but the device was still pacing around 70 bpm and the r waves could not be measured. A review of the device performance information indicated that the device experienced a bit flip and was in need of a manual guided reset (mgr). The mgr was performed and the device remains in use. No patient complications have been reported as a result of this event.